Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The solenoid spacers with the c-clip spacers and the connector unit were replaced and preventative maintenance was performed. The system was then tested and met all product specifications. A review of service request indicated one additional related report for this system. (B) (4). (B) (4).

Event description:
Adverse event(s): "case started 20 mins late" (no code available). Product problem(s): "system message occurred" (device displays error message). A nurse called to report receiving a system message when setting up for a case. The message was unable to be cleared. The case started 20 minutes late due to having to wait on the second system to become available. Remaining cases were completed using the second system. No patient impact was reported.